Event description:
Showing battery needing to be changed, but the batteries were changed. Err-p, and continues to flash.

Event description:
Showing battery needing to be changed, but the batteries were changed. Err-p, and continues to flash.